Event description:
It was reported that the device had premature battery depletion. At the device change procedure the left ventricular (lv) lead dislodged. The lv lead was repositioned and the surgery abandoned. Two more attempts to replace the device ended prior to replacement due to poor patient condition. The device was replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date, expiration date, and PMA/51k # cannot be determined. (B)(4).